Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia with blood glucose value of 400 mg/dl. The customer's other blood glucose level was 518mg/dl and 323 mg/dl. Customer declined to troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.